Manufacturer narrative:
Device was used for treatment, not diagnosis. A photographic review was performed. The complained device was not received; however the received picture of the device does confirm this complaint condition. The device history records of the part/lot number were reviewed and no complaint related issues were found. Based on the complaint description and without material no further investigation could be completed; however, no quality problems or failures caused by a faulty products were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code ¿ hrx. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number (B)(6). Device history records review was completed for part # 314.742, lot # 7455951. Manufacturing location: (B)(4), manufacturing date: dec 12, 2013. The source of manufacturing date is the release to warehouse date. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent surgery for the treatment of the diaphyseal osteomyelitis by intramedullary reaming and irrigation. During the procedure, the locking clip maintaining the security of the connection between the reamer/irrigator/aspirator (ria) to the pipe system disconnected. This led to the removal of the ria drive shaft of its connection with the reaming head and it ended up breaking within the pipe system within the medullary canal. The surgical team managed to retrieve the equipment safely and then a classic progressive drilling. The surgery was prolonged for approximately 20 minutes. There was no patient harm and all broken fragments were removed from the patient. The surgery was successfully completed. This report is for one (1) locking clip-sterile for reamer/irrigator/aspirator. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery only the reamer/irrigator/aspirator (ria) drive shaft broke within the pipe system. No other devices were broken. Concomitant device: ria tube assembly (part and lot unknown, quantity 1). This report is for one (1) ria drive shaft l360.